Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the touch screen was unresponsive and not functional. Reportedly, the customer's blood glucose level was 130 mg/dl. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared, the touch screen was responsive, and insulin delivery was able to be resumed.